Event description:
It was reported that t1 and t2 deployed simultaneously. Archors were removed from patient. A backup device was available to complete the procedure with no significant delay or patient injuries.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device shows the actuator is in its t2 post deployment position indicating a complete deployment. No ts or suture remain on the delivery needle, only t1 was returned. T1 is bent. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. The condition of the device indicates that the trigger was manually advanced during deployment of t1 causing the premature deployment of t2. No root cause related to the manufacturing process can be established.